Event description:
The atrial lead impedance has been stable at 565 until (B)(6) 2011 in which it jumped up to 2,000 for the rest of the month. Then in (B)(6) it was back down in the 500s and has been since according to the dms. Today when the rep is doing a atrial impedance test she is constantly getting 2,000 ohms. Thresholds are still good at 0.9 v and they are paced in the a so no p-wave measurement. The rep also mentioned that when she first went to do an atrial lead impedance test the ampitude started at 5.0 v. Why? The rep is working with dr. (B)(6) at (B)(6) but pt's dr. Is (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).